Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to a gradual rise to high out of range pacing impedances measuring 2588 ohms. After the lead safety switch triggered, the device went to unipolar sensing and there were observations of noise that was oversensed causing inappropriate atrial tachy response (atr) episodes. The device was reprogrammed to unipolar pace and bipolar sense to help bring down the impedances and mitigate the noise. The system remains in-service, with no adverse patient effects were reported.